Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and the impella cp became stuck under the papillary muscle. The impella cp was slightly pulled back and it would not budge. The impella cp was advanced and it kinked in the cannula. The doctor then pulled back to try to get the kink out and the inlet cage and pigtail popped off leaving the cannula, motor, and catheter attached. The impella cp removed with the inlet cage and pigtail left in the body. The patient was on impella support for 0.60 hours before the patient expired. There is a potential relationship between the impella and cause of death.

Manufacturer narrative:
The investigation for the product damage and the positioning issues has been completed. The product was not returned. Log review showed several suction alarms. The root cause of the positioning issues was most likely use-related since the impella was placed during CPR. Clinical details state that the pigtail and inlet cage detached from the cannula while in the great vessel. The root cause of the cannula/pigtail detachment was not determined since product was not returned. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿